Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicted that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The color cable was replaced as precaution and the device was recertified and returned to the customer. No trends is associated with reports of this type.